Event description:
In 2008, consumer reported product used by a male, wife stated penis became very irritated and peeling, discontinued use. Symptoms have not abated. Hcp contacted, has appointment three days later, no treatment given. On the next day, wife called back to report husband did not go to hcp, was told he had a "burn" from using product and rx'd him with silver sulfadiazine cream 1% to treat affected area.